Event description:
Customer reported receiving readings that were in his normal range and passed out. Paramedics were called and found his glucose levels to be very low. Customer was transported to the hospital and kept overnight. Treatment provided is unknown.